Event description:
Spontaneous call from nurse to report pump malfunction and requesting a new pump. CT reported the first infusion (B)(6) 2019 the pump ran for 2 hours. The infusion time was only to be 1 hr. The rn tried to fix the pump for the infusion (B)(6) 2019 and the infusion was completed in 45 mins serial number: (B)(4), exp date: 10/21/2020. No side effects reported from pump malfunction. Did the pt have a backup device they were able to switch to? Yes. The rn used the pump. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.